Manufacturer narrative:
(B)(4). Date sent: 09/24/2018. Batch # unk. The lot/batch was not provided; therefore, the manufacturing records could not be reviewed.

Event description:
It was reported via journal article: title: comparison of suture ligation and clip application for the treatment of patent ductus arteriosus in preterm neonates. Authors: parkash lal mandhan, md, phd; a udaya samarakkody, md, fracs,a; stuart brown, md, fracs,a; askar kukkady, md, fracs,a; kiki maoate, md, fracs,b; russell blakelock, md, fracs,b; spencer beasley, md, fracs,b. Citation: j thorac cardiovasc surg. 2006; 132: 672-4. Doi: 10.1016/j.jtcvs.2006.04.040. The authors reviewed the experience of 2 centers performing surgical ligation of patent ductus arteriosus in preterm neonates to identify whether the choice of surgical technique by suture ligation or clip application¿affected outcome. Between 2000 and 2005, a total 67 newborn infants had open surgical closure of patent ductus arteriosus. Of which, 33 patients (age: 14.2 ± 1.8) underwent suture ligation and 34 patients (age: 15.2 ± 2.5) underwent clip application. In the clip application group, the left recurrent laryngeal nerve was identified and protected by keeping it medially, and after minimal dissection above and below the aortic ends of the ductus, one or two medium ligaclip titanium clips (ethicon) were applied to obliterate the pda. In the clip application group, reported complication included left recurrent laryngeal nerve injury (n-1). It was reported that the left recurrent laryngeal nerve injury in the clip application group may have been due to use of electrocautery during dissection or to the entrapment of the nerve in the clip. It was reported that the clip application procedure is technically an easier operation to perform than suture ligation. The clip application technique requires minimal dissection and reduces the risk of complications.